Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8075 for this event. D4: catalogue #: the following sets were used during the event and are suspect: (B)(4). E1: initial reporter phone no. (Additional):(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked from the distal hub port. This was observed during patient infusion with total parenteral nutrition (tpn). A small amount of tpn on the floor and some had leaked on the patient's gown. The alcohol cap was securely in place. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) suspected devices were received for evaluation (product code 2c8519 - lot unknown and 2h8603 - lot unknown). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Pressure and clear passage under water testing were performed with no issues noted. Priming was performed and there was no issue noted. A 24-hour simulated use process was performed on the samples and there were not issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.